Event description:
It was reported that the healthcare provider had a motor stall that occurred a long time a go, it took over two hours for the motor stall to recover. It was unknown what the pump system was delivering.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).